Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is alarming. The blood glucose reading is 185 mg/dl. Nothing further reported.

Manufacturer narrative:
The insulin pump passed the self test and displacement test. However, the insulin pump was received with a cracked end cap. No alarm for a loose drive support disk could be verified due to the cracked end cap. The insulin pump was received with a cracked case at the display window corners, cracked belt clip slot, and cracked battery tube threads.

Manufacturer narrative:
(B)(4).currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.